Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.